Event description:
It was reported that a patient experienced a post-operative infection and bowel obstruction. The latter led to bowel obstructive symptoms and re-operation where adhesions were noted. The device was removed after adhesions were freed. There was no reported permanent damage.

Manufacturer narrative:
A batch record review showed no non-conformances or anomalies that may have caused or contributed to this event. Sterilization was completed as validated and the devices met all release specifications. It is unlikely that the device caused or contributed to the infection noted. Adhesions are common after abdominal surgery with or without the use of surgical mesh and thus adhesions and bowel obstruction are noted as possible complications in the instructions for use.